Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned to abbott vascular for analysis. A review of the lot history record (lhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, device caused damage and the separation appears to be related to operational circumstances of the procedure. Based on the article information, it is likely that during the procedure the guide wire likely became kinked against the anatomy and/or other devices used, causing a separation during retraction. Additionally, manipulation and/or inadvertent mishandling while using a snare device to remove the separated guide wire segment, resulted in the distal part of one of the stents to roll up. The treatment appears to be related to the operational circumstances of the procedure as two additional stents were implanted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article: the successful retrieval of a broken guide wire from the diagonal branch of the left anterior descending coronary artery complicated by partial stent rolling. The xience prox stent is filed under separate medwatch report number.

Event description:
It was reported through a research article, identifying an unspecified balance middleweight (bmw) guide wire, that may be related to the following: device separation requiring additional intervention to remove. The patient underwent a coronary procedure, treating target lesions in the left main and left anterior descending (lad) artery. A 3.0 x 28 mm xience prox stent was implanted in the lad. An unspecified balance middleweight (bmw) guide wire was placed in the first diagonal artery. A 4.0 x 33 mm xience prox stent was then implanted in the left main/proximal lad. During removal of the guide wire in the first diagonal artery, the guide wire fractured and separated. A snare device was used to remove the separated guide wire segment; however, during removal, the distal part of one of the stents rolled up. Angioplasty was performed to treat the stent damage; however, the issue did not resolve. Two additional stents were implanted, one at the distal portion of the 3.5 x12 mm xience prox and one at the proximal portion of the 4.0 x 12 mm xience prox. Final angiography and intravascular ultrasound showed optimal results. Details are listed in the attached article, titled the successful retrieval of a broken guide wire from the diagonal branch of the left anterior descending coronary artery complicated by partial stent rolling.